Event description:
Healthcare professional reported "device migration/implant malposition, change shape/size/style" via national breast implant registry (nbir). This record is for the left side. Device was explanted and replaced and is unknown if the device will be returned.

Manufacturer narrative:
Reason for reoperation: "device migration/implant malposition". No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.